Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat a degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, a control echocardiogram was performed which observed a clip detachment from the anterior leaflet but remained attached to the posterior leaflet (slda) with mr grade of 1. There was no change to mr grade. Gradient after procedure was 4mmhg and now is 2mmhg after slda. There was no chordal or tissue damage noted. Treatment is planned for a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: serial # changed from unk to na. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (small atrium). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.